Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer on placing pump in storage mode and returning it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.